Event description:
Use of off label devices for multi-level posterior cervical spine laminectomy fusion. Also very good possibility that off label biologies were used as grafting material. I developed h-pylori about 14 months after surgery. Also about (2) years after surgery. I was diagnosed with diverticulosis and within the last year esophagitis. I have difficulty with bowel movements. I have difficulty swallowing and digesting food.